Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Reportedly, effective stimulation was restored following the procedure.

Manufacturer narrative:
Removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or recharged her ipg in over a year. As such, she is unable to establish communication between her ipg and external devices. The sjm representative met with the patient and confirmed the issue using other external devices. Subsequently, the patient may undergo surgical intervention to address the reported issue.